Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 460 mg/dl between 4 and 24 hours of wearing the pod. The patient reported receiving a message ¿automated delivery retraction¿ which they did not discover until approximately for 4 hours later. The patient stated they were experiencing a stomachache and had difficulty walking. On february 8, 2026, the patient went to the hospital to seek medical attention. The patient diagnosis was not specified, only stating there was a lack of insulin. As treatment, the doctor removed the pod from their abdomen and administered manual injections of insulin to stabilize their bg levels. The patient¿s blood glucose was then in the range of 223 mg/dl. The patient was released that same day after approximately 8 hours.

Manufacturer narrative:
The device was received for evaluation with the pod fully deployed. The pod data indicates the pod operated and delivered insulin as intended during operation. No damage or defects that would affect the delivery of insulin were observed.